Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: it is unclear what the defect being described is. Physical samples or photos are required for better investigation. Since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary.

Event description:
It was reported that at least two bd 1ml syringe luer-lok¿ tips experienced broken plunger rods. The following information was provided by the initial reporter: customer reported that at some (2 to 3) syringes of 1ml ll the plunger broke off when pulling up a liquid. Liquid: nacl. Patient affected? No.